Event description:
A customer contacted beckman coulter (bec) reporting that there was a clear fluid leak of approximately 5 ml coming from the right side of the coulter lh 500 hematology instrument. The leak was not contained within the instrument. There were no error messages associated with this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse indicated that the diluent manifold (mf11) on the right diluter panel was showing signs of seepage. The fse also found salt buildup on the manifold. The fse replaced the diluent manifold, the fittings, and o-rings. The fse verified proper seal. The fse also replaced the cassette guides on the rocker bed due to a loose guide. Proper operation was verified. One failure mode is related to diluent manifold and associated fittings and o-rings. Another failure mode is related to a loose cassette guide on the rocker bed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).